Manufacturer narrative:
The product was not returned for examination. The investigation was limited to the info provided. The investigation could not draw any conclusions about the reported polyethylene wear based on the lack of the product to examine and insufficient product info. It was noted the product was implanted for approx 15 yrs prior to revision. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.

Event description:
The pt was revised because of poly wear and instability.